Manufacturer narrative:
Complaint conclusion: as reported, the stent of a 6mm x 60mm 120cm smart control self-expanding stent (ses) delivery system failed to deploy, and the device could not be used. There was no reported patient injury. This occurred during a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but was not provided. The device was returned for evaluation. A non-sterile unit labeled ¿pkg assy 6x060 smart vas120cm¿ was received coiled inside a clear plastic bag. The unit was unpacked for evaluation. Examination revealed that the wire lumen was exposed approximately 44 cm from the brite tip, indicating separation. The outer sheath radiopaque distal marker was frayed, and the distal tip was damaged. An unidentified guidewire was lodged inside the wire lumen. The stent was fully deployed but was not returned for analysis. The device was received inserted into an unidentified non-cordis 6 french csi. No additional observations were noted during the initial inspection. Microscopic examination of the frayed area on the outer sheath radiopaque distal marker showed evidence of elongation and fatigue lines. These characteristics are typically associated with material damage caused by tensile stress overload. Therefore, it is concluded that the outer sheath, where the radiopaque distal marker is located, was subjected to a tensile force exceeding the material¿s yield strength prior to the fraying. No other abnormalities were identified during this portion of the evaluation. Inspection of the distal tip under magnification revealed signs of plastic deformation. Such deformation is commonly linked to tensile stress exceeding the material¿s yield strength. It is therefore assumed that the distal tip experienced a tensile overload prior to deformation. No additional issues were observed. The separated area where the inner shaft is normally attached was also examined under magnification. The edges displayed elongation, consistent with separation caused by tensile stress overload. This suggests the material was exposed to a force exceeding its yield strength prior to failure. No further anomalies were identified. Functional analysis could not be performed because the unknown guidewire was stuck inside the wire lumen and could not be removed despite multiple attempts. Dimensional analysis was also not possible, as removal of the guidewire caused damage to the wire lumen. The outer diameter of the unknown guidewire was measured and found to exceed 0.035¿, while the recommended wire diameter is 0.035¿. The reported "stent delivery system (sds) deployment difficulty unable¿ could not be verified as the stent was not returned with the delivery system for evaluation. Based on the available information and visual inspection of the returned device, multiple areas of material damage were identified. An ¿outer sheath frayed/split/torn distal radiopaque marker¿ and ¿guidewire lumen (inner shaft) separated¿ conditions were consistent with tensile stress overload. These findings indicate that excessive force was applied along the delivery system, exceeding the material yield strength and resulting in mechanical failure. The presence of an unknown, oversized guidewire (>0.035¿) lodged within the wire lumen may have contributed to increased friction and resistance during device manipulation, leading to elevated tensile loads and component separation. Consequently, it is likely that the combination of excessive tensile stress and the use of an incompatible guidewire resulted in the observed damage and failure of the stent delivery system to deploy as intended. According to the instructions for use, which is not intended to mitigate risk, ¿stent deployment procedure: 1. Insertion of introducer sheath or guiding catheter and guidewire a. Gain access at the appropriate site utilizing the appropriate accessory equipment compatible with the stent delivery system. B. Insert an .035¿ (0.89 mm) guidewire of an appropriate length through the introducer sheath or guide catheter. A. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site.¿ 4. Slack removal: a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the access sheath or guiding catheter does not move during deployment. C. Unlock the tuohy borst valve connecting the inner shaft and outer sheath of the delivery system. D. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue deploying the stent until the distal end of the stent obtains full apposition with the vessel wall. Continue deploying the stent until the proximal end of the stent obtains full apposition with the vessel wall. Note: failure to maintain a fixed inner shaft position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: when more than one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the stent of a 6mm x 60mm 120cm smart control self-expanding stent (ses) delivery system failed to deploy, and the device could not be used. There was no reported patient injury. This occurred during a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: product evaluation revealed the distal radiopaque marker is frayed/torn, and the guidewire lumen is separated but still remains on an unknown guidewire returned for evaluation.